Event description:
A report received from (B)(6) stated an 840 ventilator experienced a blank graphical user interface (gui) display, while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury.

Manufacturer narrative:
(B)(4).